Event description:
Patient's family member called lfs on pt's behalf alleging that pt's meter would only prompt "error 1". Patient had been feeling high and was unable to obtain a blood glucose reading other than "error 1". After the attempted use of pt's meter, pt had taken their insulin (unknown amount) and called their physician. The physician recommended pt to go to the hospital. The hospital meter had read "320 mg/dl" (date and time unknown). The patient did not provide the time difference between the attempted use of pt's meter and the time pt arrived at the hospital. No treatment was provided at the hospital. Pt was referred to lfs by their physician. The customer service representative walked pt through resolving the "error 1 message". The meter was replaced because the issue could not be resolved.